Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited ventricular oversensing that led to an inhibition of ventricular pacing.